Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a foot surgery procedure, the screw broke 3 mm from the head of the screw in the metatarsus. The bone fractured when the surgeon attempted to remove the screw.